Manufacturer narrative:
The instrument packs present on the loading car did not contact the floor and did not require reprocessing. The technician found that the root cause of the reported event was a misalignment between the lock roller and the rails. Additionally, the technician found that the docking station and loading car were damaged due to the impact. The docking station and loading car were replaced. The technician made the proper adjustments to the lock roller, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the loading car fell to the floor while unloading the sterilizer with their evolution transfer carriage. No report of injury.